Event description:
Paramedics were attempting to pace a pt who was not breathing and asystolic but the device would not capture the pt's heart-rhythm. The paramedics arrived on the scene and assumed treatment of the pt. The pt had previously been defibrillated twice (energy values unknown) with an automatic external defibrillator and had converted the pt to an asystole heart-rhythm. The paramedics assessed the pt to be pulseless & apneic and then disconnected the AED from the pt and attached this device. The paramedics established a pacer rate of 70 pulses-per-minute and increased the output current in an attempt to capture the pt's heart-rhythm. The pt was being stimulated by the device and more than once, the displayed pt ECG signal indicated that the device had obtained capture of the pt's heart. However, when the paramedics attempted to verify mechanical capture of the heart, there was no indication of a pulse and the device appeared to reset the output current to zero. After several moments, the pt's heart-rhythm changed and increased in rate. The remainder of the incident was completed in defib mode operations. The pt subsequently expired. Subsequent to the reported incident, the facility attempted to duplicate the reported failure using an ECG simulator. During the eval, the device initially appeared to operate normally however, "pacer fault 121, 122, 123 & 126" messages were observed during opertions and the device failed to respond to control settings.